Manufacturer narrative:
Report source: (B)(6). Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd extension set filter was leaking. It was reported the medication was veletri.

Manufacturer narrative:
Report source: (B)(6). Additional contact information: (B)(6).

Event description:
Information was received indicating a cadd extension set filter was leaking. It was reported the medication was veletri.